Event description:
It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. Prior to the procedure a baseline pericardial effusion was noted. Initial deployment of the closure device was very distal, but after two partial recaptures it was moved into a more proximal position with no jet and good compression of about 20%. The closure device was implanted in the laa. The post procedure transesophageal echocardiogram showed no change in the baseline effusion. The next day a trace to small effusion was noted. Two days post procedure there was a larger pericardial effusion with tamponade noted on the echo images. Due to the patient's obesity, the physician felt a percutaneous drain was not ideal. The patient was transferred to the operating room for a surgical evacuation of the effusion. The patient was in stable condition and will be followed up with. It was further noted the patient also had an acute kidney injury with the tamponade. In may 2019 it was further reported to boston scientific that the patient was admitted to the hospital for necrotic bowel (date not stated). There was suspicion the necrotic bowel was potentially caused by a clot formed on the device that migrated to the area of the bowel. Although they were not certain this was the cause, as there are no echo images showing this. It was suspected because post watchman procedure, while treating the effusion, the patient was off blood thinners. The patient went for surgery this month to remove this part of the bowel with success and is now discharged home recovering.

Event description:
It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. Prior to the procedure a baseline pericardial effusion was noted. Initial deployment of the closure device was very distal, but after two partial recaptures it was moved into a more proximal position with no jet and good compression of about 20%. The closure device was implanted in the laa. The post procedure transesophageal echocardiogram showed no change in the baseline effusion. The next day a trace to small effusion was noted. Two days post procedure there was a larger pericardial effusion with tamponade noted on the echo images. Due to the patient's obesity, the physician felt a percutaneous drain was not ideal. The patient was transferred to the operating room for a surgical evacuation of the effusion. The patient was in stable condition and will be followed up with. It was further noted the patient also had an acute kidney injury with the tamponade.